Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, at firing the load was positioned at 20 degrees to the right and just once the command to fire it did a hard articulation 45 degrees to the left. The adapter and load were changed, and the case was finalized. There was no patient injury.

Manufacturer narrative:
Additional information: d1, d4(model#, catalog#, lot#, UDI#), d10, g4, g5(PMA/510(k)), h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was received loaded into a adapter, and the proximal end of the reload adapter was broken. It was reported that the device articulated on its own. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to rough handling or excessive manipulation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: prior to firing, ensure that the intelligent cartridge is completely embedded into the channel of the intelligent loading unit. Do not try to load an intelligent cartridge in the intelligent loading unit if the cartridge cover is missing or misaligned. If information is provided in the future, a supplemental report will be issued.